Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump failed the audio beep test. The customer's blood glucose level was unknown at the time of the incident. The customer reported that there was no difference in audio and on loudest volume. The customer was advised that they could still use the insulin pump with vibrate and audio feature but if they felt uncomfortable then discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable 3) alarmed during self test due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.